Event description:
During use by surgeon, the #2 kerrison tip/top broke off. He was using the microscope at the time and did not see the piece that broke off. It was not visible on the field. Surgery was continued and completed. Radiology was called and a spot op x-ray for foreign body was performed. The x-ray was read and cleared by the radiologist. The tip of the upper arm of the #2 kerrison broke off during surgery.